Manufacturer narrative:
It has come to our awareness that several of our latest MDR submissions failed to submit to your FDA MDR database due to double entries of MDR reports. Through an internal mistake, there was confusion with some of the reports concerning the MFR report numbers which is why the same MFR report number were used twice for several reports (3001421318-2022-00023 - 3001421318-2022-00033, 3001421318-2022-00035, 3001421318-2022-00037 and 3001421318-2022-00038). Therefore, we received a notification that this report was a double entry. We report the case now again with a new sequential number that has not been used in a previous MDR report. As a consequence of this misunderstanding, this MDR is now filed late. We have not received further information from the hospital concerning details about the event, specifically about the relation of the device to the patient's death . The log files of the ventilator were received and analyzed. Logfile analysis showed no technical faults at the time of the event. At the time of the event, the device was in pressure control (p-cmv) with peep 8 cmh20, rate 22 b/min, pcontrol 14 cmh20. In pressure control mode, the clinician controls the peep and pc, and flow and vt is generated according to the compliance and resistance of the patient`s respiratory system. This means that if the settings are not changed the tv is constant only if the patient`s respiratory mechanics were not changing. Any alteration in respiratory mechanics may cause a vt decrease. On (B)(6) 2022 during the event, several "low tidal volume alarms" were recorded in the log files. Low tidal volume alarm is a medium priority alarm which indicates that the measurement of "expiratory tidal volume" vte is below the set limit for 2 consecutive breaths. Expiratory tidal volume, a monitored parameter; it is the integral of all negative flow measurements during exhalation. According to the operator`s manual, one should do the following when the device alarms with "low tidal volume": check patient condition; check and confirm settings, including alarms; and check the breathing circuit and artificial airway of the patient for leaks, kinked tubing, or disconnection. The device apparently tried to ventilate, but repeatedly triggered the alarm. Both the ventilation logs and the alarm system do not show any signs of device malfunctioning. This means, based on the log file analysis and the limited information we have, there was no relation between the hamiltong5 in question and the death of the patient. This file reports the event stated in hamilton medical ag case number (B)(4).

Event description:
Hamilton medical ag received the following event description from the respiratory care department: "an ICU patient began deteriorating with low return tidal volumes and low minute ventilation on pressure control, and subsequent asystole. The patient was removed from the vent and manually ventilated and CPR performed with rosc. The patient was returned to the vent with consistent low volumes in pressure control. The patient was then removed from the vent a second time and manually ventilated. The vent was removed from service and sequestered. After placing the patient placed on a second ventilator, they went aystole a second time with rosc. The patient was subsequently made dnr and expired."

Manufacturer narrative:
It has come to our awareness that several of our latest MDR submissions failed to submit to your FDA MDR database due to double entries of MDR reports. Through an internal mistake, there was confusion with some of the reports concerning the MFR report numbers which is why the same MFR report number were used twice for several reports (3001421318-2022-00023 - 3001421318-2022-00033, 3001421318-2022-00035, 3001421318-2022-00037 and 3001421318-2022-00038). Therefore, we received a notification that this report was a double entry. We report the case now again with a new sequential number that has not been used in a previous MDR report. As a consequence of this misunderstanding, this MDR is now filed late. We have not received further information from the hospital concerning details about the event, specifically about the relation of the device to the patient's death . The log files of the ventilator were received and analyzed. Logfile analysis showed no technical faults at the time of the event. At the time of the event, the device was in pressure control (p-cmv) with peep 8 cmh20, rate 22 b/min, pcontrol 14 cmh20. In pressure control mode, the clinician controls the peep and pc, and flow and vt is generated according to the compliance and resistance of the patient`s respiratory system. This means that if the settings are not changed the tv is constant only if the patient`s respiratory mechanics were not changing. Any alteration in respiratory mechanics may cause a vt decrease. On 26.08.2022 during the event , several "low tidal volume alarms" were recorded in the log files. Low tidal volume alarm is a medium priority alarm which indicates that the measurement of "expiratory tidal volume" vte is below the set limit for 2 consecutive breaths. Expiratory tidal volume, a monitored parameter; it is the integral of all negative flow measurements during exhalation. According to the operator`s manual, one should do the following when the device alarms with "low tidal volume": check patient condition. Check and confirm settings, including alarms. Check the breathing circuit and artificial airway of the patient for leaks, kinked tubing, or disconnection. The device apparently tried to ventilate, but repeatedly triggered the alarm. Both the ventilation logs and the alarm system do not show any signs of device malfunctioning. This means, based on the log file analysis and the limited information we have, there was no relation between the hamilton-g5 in question and the death of the patient. This file reports the event stated in hamilton medical ag case number (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following event description from the respiratory care department: "an ICU patient began deteriorating with low return tidal volumes and low minute ventilation on pressure control, and subsequent asystole. The patient was removed from the vent and manually ventilated and CPR performed with rosc. The patient was returned to the vent with consistent low volumes in pressure control. The patient was then removed from the vent a second time and manually ventilated. The vent was removed from service and sequestered. After placing the patient placed on a second ventilator, they went aystole a second time with rosc. The patient was subsequently made dnr and expired."